Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was returned to olympus for evaluation. During inspection and testing, it was found that the power could not be turned on due to a failure of the converter. Based on the results of the legal manufacturer¿s investigation, the reported issue was confirmed. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit would not power on during procedure preparation. According to the initial reporter, the staff changed out the plugs and other connections and still the unit would not power on. There was no patient harm reported from this event.